Event description:
It was reported that the patient passed away due to gastrointestinal (gi) bleeding. The patient was treated daily with packaged red blood cells (prbcs). Gi surgery did not help the issue. The patient chose to stop all care and the cause of the gi bleed was unknown. The outcome was not considered device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.